Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged while loading the cartridge with insulin. Customer changed the syringe needle and continued to use the cartridge. Customer's blood glucose was within range (value not provided).